Manufacturer narrative:
(B)(4).

Event description:
It was reported that two hours after the trial leads were placed, the patient was experiencing rectal bleeding. The patient was admitted to the hospital for observation. It was noted that the patient¿s doctor was going to do x-rays of the leads to check their location and that the patient was on plavix. Additional information received reported that the patient had under gone a trial and experienced a spontaneous gi bleed secondary to endometrial polyps and being on plavix. This event was no way related to the pne (trial) basic evaluation. Plavix was not held prior to the procedure. The patient received a blood transfusion (2 units) as well as platelets that evening of the pne (trial), as well as another 2 units as an outpatient. The issue had resolved a few days later. The patient was stated as doing well. The evaluation was inconclusive and the patient had stated that she would like another evaluation; however, the doctor stated it will not take place until the patient had been seen/evaluated for her polyps and that the issue was under better control. No leads would be returned to the manufacturer, as this was not a product issue per the doctor.